Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. Ran a self test and the test failed. The customer's blood glucose reading was 200 mg/dl. Advised the customer to change the entire infusion set and reservoir, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the basic occlusion test as a result of a loose drive support disk.